Event description:
I'll have to look at my records to get the exact date but it was a year plus ago... I had thermage and am now getting a pattern of dimpling which looks like acne scarring in a grid formation on only one side of my face. I have contacted the dr and will see if there is any treatment that can be done to correct this problem.